Event description:
It was reported the patient fell two days after implant and broke their wrist. The patient normally self-catheterized with that arm. The patient developed a urinary tract infection from having to catheterize with the other arm. The patient was working to get to the point where they did not need to catheterize. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0hzgl, implanted: (B)(6) 2015, product type: lead. (B)(4).